Manufacturer narrative:
(B)(4) follow up report for correction. The event/product problem was incorrect in the initial MDR. Correct event/product problem is molding defective. Leakage is a consequence of the molding defect. Annex a code was incorrect in the initial MDR. Annex a code should be a04 - material integrity problem (2978).

Event description:
No additional information was provided.

Manufacturer narrative:
Pr (B)(4) follow up for device evaluation. Fifty samples and three photos of 1 ml luer-lok syringes were received for evaluation, along with fifty unknown non-bd white attachments. All samples were measured and leak tested, with no leakage observed, and all dimensions were found to be within acceptable specifications. One photo showed three syringes with white attachments¿one fully seated (circled in green) and two not fully seated (circled in red). The other two photos displayed individual syringe barrels positioned within an unidentified measuring device, highlighting the tip and base of the barrel. No visible defects were identified in the photos, and the condition of all received samples was deemed acceptable per product specifications. Furthermore, a device history record (DHR) review was completed for the provided lot number 4288943, which showed no rejected inspections or quality issues during production that could have contributed to the reported defect.

Event description:
It was reported that the bd syringe 1ml ll bns had leakage. The following information was provided by the initial reporter: material#: 309648, batch#: unknown. Rcc received a complaint via email. They are an implant bone manufacturer and developed an automated filling system utilizing your syringe 309648 and a cap from another supplier. With every leaking syringe, they lose $100+. The cap was confirmed to be 80369-7 compliant. Additional information provided: . Any adverse event or serious injury reported to patients or healthcare professional? If yes, please provide the details. No. The problem is happening during the assembly and filling process. 2. Can you please provide an exact date of event in format dd-mmm-yyyy? 16/apr/2025. 3. Total number of occurrences? Checked 1500 syringes ¿ discarded 886 pcs. 4. Has the customer reported any lot numbers to you? If so, please provide it for us. Bd lot: 4288943. 5. Are any of the ¿leaker¿ samples available? If not, can we get some samples from the same lot? If yes, please provide the facility address to send the return label. Yes, samples were sent to our us office. I am trying to find out who our EU office sent to so I can collect. Otherwise, I can ask (B)(6) for additional ones. 6. Did these leakages occur while in use by the doctor/clinician? No. These are being assembled on an automated assembly line that was built around this syringe and another supplier¿s cap. The assembly worked with no issue during validation and initial production but suddenly stopped working. Caps were no longer fully assembling to syringe. Cap is 80369-7 compliant. It is still foggy to us whether this syringe is or not. Bd will not disclose tolerances so we are unsure of where the issue lies or how to help the customer adjust their equipment parameters to accommodate any shifts in tolerances. The cap supplier provided their drawing with tolerances so we know from that end what the customer can expect as far as fluctuations. On your end, we are unsure of what to advise them to make that fix/adjustment or if the syringes were out of spec as a defect and that is why they aren't working any longer. 7. Is it possible to obtain any non-biohazardous leakage samples for our testing/inspection? The parts that did not work were discarded which is why the customer has stopped paying qosina. Each discarded filled syringe is costing 125 euro each. 8. Just to confirm ¿ the leakage being reported is occurring at the luer tip? Yes. The cap is no longer assembling to the luer tip as it did during validation and initial production. 9. Can you confirm: does the automated filling system fill through the syringe tip? Yes.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.